Manufacturer narrative:
Ventec evaluated the device and downloaded the device's electronic records for review where it was observed that the circuit type in the device presets did not match the circuit type that was being used during the reported event. The reporter had advised that they were using circuit type adult, passive, heated and with o2. The preset, however, was set up for adult, humidifier (heated), active with o2. This mismatch would cause the reported "patient circuit disconnected" alarms to occur. Ventec then set-up the device with the appropriate circuit based on the preset for overnight testing and there were no alarms logged. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the root cause of the reported issue was user error -- personnel did not use the appropriate circuit type for the preset that had been selected. This MDR has been reassessed as reportable after conducting a retrospective review of prior complaint records. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported to ventec that the device was displaying a "patient circuit disconnected" alarm. There was patient involvement associated with the reported event. The reporter advised that during the event the patient was connected to vocsn via the following circuit: adult, passive, heated with o2. There were no reports of patient harm as a result of the reported issue. No further details about the patient were provided.